Event description:
An angio-seal sts plus device was placed post percutaneous procedure. Angiographic review documented the puncture site to be above the bifurcation in the right femoral artery. Some time later the pt experienced signs of impaired circulation and vessel occlusion. The pt underwent surgical intervention to the right femoral artery. Attempts to obtain additional information have been unsuccessful.